Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included yeast infection. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Lot number: 623029, manufacture date: 2007-01, expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes') and abortion spontaneous ('miscarriage') in a 39-year-old female patient who had essure (ess205) (batch no. 623029, 957934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included yeast infection. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criterion medically significant), 8 months 20 days after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2008. Insertion details: essure coils on right: 5 on left: 2. Discrepancy noted insertion date- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Lot number: 623029 manufacture date: 2007-01 expiration date: 2008-12. Most recent follow-up information incorporated above includes: on 17-aug-2020: pfs received- lot number and onset date of the event uterine perforation and pregnancy were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes') and abortion spontaneous ('miscarriage') in a 39-year-old female patient who had essure (ess205) (batch no. 957934-not valid,623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included yeast infection. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criterion medically significant), 8 months 20 days after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2008. Insertion details: essure coils on right: 5 on left: 2. Discrepancy noted insertion date- (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Lot number: 623029, manufacture date: 2007-01, expiration date: 2008-12. Most recent follow-up information incorporated above includes: on 25-aug-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: previously reported essure insertion date: 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated to "pregnancy", events- "miscarriage, migration, device ineffective, fallopian tubes perforation and uterus perforation",lab data was added. Essure model no updated to 205. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus / migration'), fallopian tube perforation ('perforation: fallopian tubes'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included yeast infection. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-apr-2020: pfs received- reporter information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.